Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to fire across the cystic duct, but when she squeezed the handle of the device no clip came out. Surgeon removed the device from the trocar and attempted to fire a clip outside the patient. The pin which pushes the clips could be seen, but no clip was engaged. Another like device was used to complete the case. No patient consequences were reported. The report indicated that no bleeding occurred.

Manufacturer narrative:
(B)(4). Ratchet pawl and anti-backup the analysis results found that the el5ml device was returned in good visual condition with two jammed clips; the clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips; the anti-backup and lockout features were found non-functional. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged; this condition led to the failure of the lockout and anti-backup mechanisms. No conclusion could be reached as to what may have caused the reported incident.